Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude. Additional information indicated that the suspected cause for low amplitude was unknown and the behavior was attributed to the lead. The rv lead was surgically abandoned. No additional adverse patient effects were reported.